Event description:
A peripheral angioplasty and atherectomy was being performed. During removal of the catheter, the tip broke off and was stuck in the left common femoral artery. Pt was taken to the operating room for removal of the catheter tip. Fluoroscopy in the operating room demonstrated some curved wire in the left external iliac, femoral artery. An endarterectomy was performed to remove the foreign body. Product will be returned to company rep upon submission of this report.